Event description:
It was reported to philips that the c-arm could not be moved with the geo module. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a vascular non-emergency treatment which was completed as planned by using manual movement and positioning of c-arc. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was unable to move with the geo module. Upon functional testing, the fse found loss of functionality on flex arm joystick was unable to move c-arc. The fse identified that the joystick was unresponsive. The defective control module was returned for analysis, and it showed loose and- or broken off element during visual inspection. To resolve the reported issue, the fse replaced the control module. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per IFU of azurion system if the c-arm movement is not possible then the user can move the c-arm manually to complete the procedure. In the above reported issue, the procedure was completed as planned by moving the c-arm to desired position and there was no impact to user or patient. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.